Event description:
It is reported that the hex has fractured off.

Manufacturer narrative:
(B) (4): eval summary: there is no info regarding the conditions of use when it fractured. The angle, force, and other unk means of use could have contributed to the failure of the device. There is insufficient info to determine the potential root cause of the failure. As returned, the hex feature has fractured off the instrument and was not returned for review. The instrument had a potential field age of approximately 12 months at the time of failure. Device history records indicate all components were manufactured and inspected to spec.